Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 42-year-old male patient who presented with acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was reported as scai shock stage d, requiring multiple vasopressor and inotropic therapies as well as respiratory support. The patient was initially supported with impella cp and extracorporeal membrane oxygenation (ECMO) and subsequently escalated to impella 5.5 with continued ECMO support. The impella 5.5 device was reported to be functioning at performance level p-5 with flows of approximately 3.1 liters per minute. The purge solution consisted of dextrose 5% water with 25 milliequivalents of sodium bicarbonate, infusing at 10.4 milliliters per hour with a purge pressure of 436 millimeters of mercury, functioning as intended. During routine patient rounding, the advanced provider reported a right axillary hematoma at the impella insertion site. The patient was scheduled for surgical axillary washout and the systemic heparin infusion was paused. No impella device-related alarms, performance concerns, or interruptions in support were reported. The patient remained on optimized hemodynamic support throughout the event. The impella 5.5 device was subsequently weaned and removed. The patient survived to explant. Based on the available information, the impella 5.5 device functioned as intended with no reported device malfunction. Therefore, the reported hematoma is most likely attributable to procedural and access-related factors rather than a malfunction of the impella 5.5 device.